Manufacturer narrative:
Device received with broken reservoir tube lip and missing the black o ring noted. Device passed displacement test. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was damage on the insulin pump where the reservoir screwed in and pieces were broken in reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.